Manufacturer narrative:
E1 reporting institution phone number: (B)(6).

Event description:
Philips received a complaint by the customer on the v60 indicating that when the patient was using the non-invasive ventilator, the warning light is faulty, which affects the normal use. The device was in use on a patient at the time the reported issue was discovered; however, there was no harm to the patient or user. No medical intervention provided to the patient, nor a delay was noted. Investigation is ongoing.

Manufacturer narrative:
The manufacturer's product support engineer (pse) evaluated the device and confirmed that the device had alarm led failure. The pse replaced the power switch overlay to resolve the reported issue. The device passed required performance verification tests per philips standards. Excessive engagement or pressure contact over the light emitting diode (led) while attempting to engage the switch due to the proximity of the led to the switch may cause a separation of the led to the encapsulant. This is subjective to the operator of the equipment which is why this is not a universal or catastrophic failure of all units.